Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded the cartridge with cold insulin and did not perform the air removal step. Customer continued to use the existing cartridge and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 130-135 mg/dl.